Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large slit in the tubing below the chamber of a clearlink system continu-flo solution set which resulted in a leak. This issue occurred when nurse spiked the bag and started priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a cut in the tubing. The reported condition was verified. The cause of the condition was due to incorrect tubing placement during coiling and packaging during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.